Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that both illuminators were going out. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative replaced the illuminator and the lamp to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 9, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported illumination issue can be attributed to a nonconforming tabletop illuminator. However, how when the illuminator became nonconforming cannot be determined conclusively. (B)(4).